Event description:
It was reported that these leads were explanted due to an unknown product performance issue. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) 2). Reference report: mw5148925.